Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery not lasting than it should. The customer also stated that insulin pump had battery failed, replace battery, low battery alarm. No harm requiring medical intervention was reported. Customer said that she was completely on a manual mode. The insulin pump will be returned for analysis.